Manufacturer narrative:
(B)(4).

Event description:
The customer's wife complained that the customer received an erroneous high result on coaguchek xs meter with serial number (B)(4). The initial result at 7:43 a.m. Was 3.5 inr. The customer re-tested at 7:46 a.m. And the result was 2.6 inr. The result of 2.6 inr was believed to be correct and this result was reported to the doctor. No medication adjustments were made. The customer's therapeutic range is 2.0 ¿ 3.0 inr. No adverse event occurred. The customer is in stable condition. The customer did not have any symptoms of high inr. His coumadin/warfarin dose has been lowered since (B)(6) 2018. The customer has had no changes in health status or other medications. The customer is on a modified diabetic diet. The customer did not use alcohol on his fingers prior to testing. The customer used different fingers for each test. The customer is not anemic or polycythemic. The customer does not have antiphospholipid antibodies. The meter and test strips were requested for investigation. The customer returned the meter and strips. During a review of the meter memory, there were additional discrepant results from (B)(6) 2017 of 2.5 inr at 11:22 p.m. And 1.7 inr at 11:43 p.m. The returned meter and strips were tested in comparison to a retention meter and master lot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.7 inr. Donor 2 inr: 4.2 inr . Donor 1 hct: 41%. Donor 2 hct: 40% . Donor 1: retention meter with master lot strips: 2.8 inr. Customer meter with customer strips: 2.7 inr . Donor 2: retention meter with master lot strips: 4.2 inr . Customer meter with customer strips: 4.3 inr . All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specifications. Relevant retention test strips (lot 266834-21) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material was acceptable. No information was provided in the complaint that would point to a cause for the discrepant results. The investigation was unable to find a definitive root cause for this event.